Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, the field service engineer found that the biometric identifier required maintenance after a long reboot (it was stuck on a blue screen for 15 minutes before launching the application). The fse performed a remote phone fix, had the customer disconnect the network cable, and reboot the station. The station came back up quickly; the customer then reconnected the network cable and attempted to log in. The customer was able to log in with the biometric identifier successfully. The station was communicating. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was not working and required witness. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.